Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a x-ray sponge. The customer reports that the product is linting during a partial mastectomy. The surgeon removed the pieces using dissecting forceps. No patient injury reported. The used device was discarded by the customer.

Manufacturer narrative:
The device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One package of samples was returned for evaluation and there were some tiny particles falling off after shaking. A corrective and preventive action (CAPA) was initialed to address this issue. The root cause was identified as the method the gauze roll is slit by first crushing then cutting which generates some tiny lint and fraying on the cutting edge of the slitting roll, and also the testing method needs to better identify the reported linting issue. The actions taken include the optimization of the slitting technique, changing the grey gauze roll folded width, and also making the standard to test using the shaking method. At present, the CAPA is in process and manufacturing will continuously follow up on the results. This complaint will be recorded for tracking and trending purposes.